Event description:
It was reported that the device had a pause in the marker channel that was not consistent with the electrogram (egm) and did not store the markers. It was also reported that the device marker and egm stored are not related to the plot. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.